Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.

Manufacturer narrative:
The device was not returned but a picture of the device was provided and reviewed.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece and was dislodged inside the incision. The needle piece was removed with a small instrument. The case was delayed approximately 10 minutes but was completed. There were no patient complications reported.